Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73d2000168 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The staple is jamming during use.

Event description:
The staple is jamming during use.

Manufacturer narrative:
Qn#(B)(6). The customer returned one unit (B)(4) visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples appear aligned. The stapler was returned with 31 staples left in the cover block indicating that at least 4 staples were fired by the end user. Three unformed staples were returned taped to the trigger. Dimensional inspection was not required as a part of this complaint investigation. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple was able to form properly and release from the device. This was repeated with the same result for the next two staples. The fourth staple, however, did not form and fell out of the device. Six more staples were fired and two more were unable to form when fired. In total, 3 out of 10 staples fired were unable to form properly. It could not be determined what caused the staples to intermittently be unable to form properly, but it is possible that there was a slight misalignment of the staples that caused this. The stapler was disassembled and it was confirmed to have been assembled correctly. No other defects or anomalies were observed with the device. An nc was previously opened by the manufacturing site to further investigate visistat jamming issues. Additional testing was not required as a part of this complaint investigation. The device history review for the product visistat 35w 6/box lot # 73d2000168 was manufactured on (B)(6) 2020 a total of (B)(4) pieces. Lot was released on (B)(6) 2020. DHR investigation did not show issues related to complaint. It could not be determined what prevented the staples from consistently forming when fired. An nc was previously opened by the manufacturing site to further investigate visistat jamming issues. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Upon functional inspection, staples were unable to properly form on a consistent basis when fired. The sample was disassembled and no other defects or anomalies were observed. It could not be determined what prevented some staples from forming properly, but it is possible that there was a slight misalignment of the staples that caused this.